Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Buckling of the core wire of the image sensor cable was confirmed in the bending part. The event likely occurred due to the buckling of the image sensor cable which was likely due to some kind of stress (excessive angle manipulation, forced insertion of treatment instruments in a curved state, etc.). The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check that normal light observation and nbi observation images (excluding bf-mp290f) are projected properly. 1. Observe the palm, etc. With normal light observation images and nbi observation images (excluding bf-mp290f). 2. Make sure the light is coming out. (See figure 3.22) 3. Adjust the amount of light to get the proper brightness. Four. Check that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images (excluding bf-mp290f). Five. Operate the ud angle lever of the endoscope to bend the curved part. 6. Operate the insertion tube rotation ring of the endoscope to rotate the insertion tube. 7. Confirm that normal light observation images and nbi observation images (except for bf-mp290f) do not disappear for a moment." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had an imaging malfunction in which the picture turned black for 1-2 seconds. The issue was found during a diagnostic bronchoscopy. There were no reports of patient harm and the procedure was completed successfully using this device. Related patient identifier: (B)(6).